Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a thumping which was reportedly causing their voice to change. A chest x-ray revealed a dislodgement of the left ventricular (lv) lead. The lead was programmed off and was subsequently repositioned and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead also exhibited elevated thresholds.